Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a week ago noticed a return of symptoms. Patient said that it feels like has to go all the time, like the bladder is full and now it is painful. Patient also said uses a catheter to empty their bladder. Patient said having difficulty connecting to implant after repositioning patient connected to implant however received the message that system is operating at maximum settings and explained may need to have internal device checked and reprogrammed. Reviewed meaning of code. When asked, patient said hasn't had any other medical tests or procedures. Patient attempted to switch programs however was receiving the message communication in progress. Patient decided was going to call healthcare provider now to schedule appointment to be seen. The patient was redirected to their healthcare provider to further address the issue.